Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.8.0) installed on xiaomi redmi note 10 (android 12) with mmt-1886 780g pump (software version 6.7w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). The provided app logs contain only analytics data, no diagnostic logs were found. We were unable to conduct a thorough investigation due to lack of diagnostic logs necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue. From the analytic logs most likely causes are errors in device bluetooth stack implementation or high level of electromagnetic noise. Issue is unknown. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: advised the user to log out and log back into their carelink account. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section h11 (updated samd technical assessment summary) with this report. An attempt to reproduce the reported event with the minimed mobile app (software version 2.8.0) installed on xiaomi redmi note 10 (android 12) with mmt1886 780g pump (software version 6.7w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After conducting a thorough investigation of the app logs, we identified multiple instances of ble connection errors with the reason marked as undefined during upload attempts. In some cases, the connection fails at the very beginning, while in others the app successfully sends the therapy snapshot but subsequently fails to download the traces snapshot data from the pump. Issue is confirmed. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: advised the user to log out and log back into their carelink account. Customer to keep pump and mobile device near by. So that snapshot upload is done. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issues with uploading data from mobile application to carelink with pump. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed. Unable to resolve with labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.